Event description:
Tech reported a system 1000 hemodialysis device did not alarm when a dialyzer leak occurred and blood was introduced into the dialysate lines near the end of a pt treatment. When the blood was noticed, the treatment was immediately discontinued. It was reported that the device did not alarm. There was no pt injury or medical intervention associated with this incident.